Event description:
Ous MDR - it was reported the pacemaker could no longer be interrogated and was exchanged. The date of implant was not provided.

Manufacturer narrative:
After it was received, the pacemaker first underwent a status interrogation. An interrogation was possible without problems. Furthermore, the interrogation showed that the implant switched to the eri device state on (B)(4) 2014 due to cold storage and transport conditions. The eri status was then reset, and a remaining operating time of five months was indicated. The memory content of the pacemaker was examined and contained expected data. The examination did not indicate a dysfunction of the device. The pacemaker's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. The device proved to be fully functional and is within the technical specifications. There was no material defect or manufacturing error.